Event description:
It was found during a baxter evaluation that a pump has a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The pump was received with a system error 105 caused by a failed motor flex and system error 105 was also found in the history log. The motor assembly will be replaced.